Event description:
A cartridge alarm 20 was reported by the customer, and it was indicated that there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The issue was noted to have been reoccurring over the past two weeks, but there was difficulty confirming the exact timing due to a lack of logs. The customer received assistance in loading a new cartridge correctly and was able to resume insulin therapy successfully. The customer was advised to monitor the situation and contact support again if the problem reoccurs.